Manufacturer narrative:
This issue has been added to a software anomoly database for monitoring, trending and tracking.

Manufacturer narrative:
Software logs received. A software investigation is currently in progress. A medtronic representative, following up with the site, reported that the site has not reported any recurrences.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the system became unresponsive. The tracking view of the system was saying "instruments not recognized - please contact tech support" for the patient and instrument trackers. Medtronic representative uninstalled and re-installed the software and the patient and instrument tracker where then recognized. The surgeon then registered the patient and then when the surgeon tried to move forward in the software, it became unresponsive. The medtronic representative pressed ctrl+alt+backspace and the software started to exit and then became unresponsive on the loading please wait screen. A hard shut down was then performed, and the medtronic representative rebooted the system. Upon reentering the software, the registration was saved and the surgeon was able to move into navigate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. There was an hour delay to the case.